Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/7/2021. Device evaluation summary: according to the information received, the patient experienced deflation in the left breast implant. During the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/7/2020, mentor became aware that the patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile saline breast implants on (B)(6)2020. Reason for device explant and/or reoperation: deflation. On 12/8/2020, mentor became aware that the patient's age is 43 years old hispanic. On 12/16/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device received serial number is (B)(6), lot number is 7695382. A manufacturing record evaluation was performed for the finished device 7695382 number, and no non-conformances were identified. Also on 1/4/2021, mentor became aware that the legal manufacturer address information and statement 10. Additional manufacturer narrative statement 'since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.' Was submitted incorrectly in the initial report. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4). G1 legal manufacturer address information was updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported female patient who underwent breast augmentation revision surgery with a 425cc mentor smooth round moderate plus profile saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.